Event description:
The varian novalus tx-3 linear accelerator was felt to be slightly off mark by the physicists who were reviewing records as part of quality control. The vendor came to the facility and did thorough testing and concluded the gantry (equipment stand) which weighs 5000 lbs is off .25 ml. The system has been in place one year. The company will be in house next week to move the equipment.it is speculated that possibly, when machine orignally set up a year ago, too much torque may have been applied to bolts when the equipment was set in place or possible that the new building settled.the manufacturer has been excellent. The manufacturer made the decision to move the gantry. Debate within our faciilty concluded the .25ml offset was within acceptable clearances.